Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterine prolapse, stress urinary incontinence, a cystourethrocele, a rectocele, uterine fibroids, and uterine retroversion with dyspareunia. The patient underwent the concurrent procedure of a vaginal hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, dyspareunia, bowel problems neuromuscular problems and other unspecified issues. The patient underwent a surgical procedure for chronic pelvic pain, dyspareunia and pelvic adhesions on (B)(6) 2003. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.